Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic combined choledochoscopy for common bile duct exploration and stone removal, cholecystectomy, primary closure of the common bile duct, and wins¿ hole drainage. The two absorbable ligature clips were placed about 0.5 cm from the common bile duct to close the cystic duct. When applying the first absorbable ligature clip to close the cystic duct, the clip did not close completely and detached from the applicator. The clip was removed, and a new absorbable ligature clip was then used to resolve the issue.